Manufacturer narrative:
The alarm "r" mentioned by the customer does not really exist, it is probably a misinterpretation of another alarm. The service found out that the negative battery contact was stuck: this situation can lead to an inconstant contact with the battery. Moreover the display was found stained: a stain on the lcd display can be due to a shock or a fall of the pump, that causes a local disconnection of the two glass plates enclosing the liquid crystals in the area affected by the stain. A stained display does not prevent the use of the device, and it is solved by the replacement of the component. The service replaced the display, restored the stuck contact and proceeded with the regular maintenance service. Device evaluated, repaired and returned to the distributor/user. No patient involvement.

Event description:
The customer reported "upside down "r"".